Event description:
On behalf of the customer, a healthcare professional (hcp) reported that the adc device showed low glucose values for a few days, "down to values around 2." Due to this the customer did not take their fast-acting insulin. The customer experienced symptoms of vomiting and motion sickness. The customer took a blood glucose reading of 21.5 mmol/l on an unspecified device compared to readings of <2 mmol/l on the adc device. The customer was admitted to the hospital for the diagnosis of ketoacidosis. It is unknown the length of hospitalization. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.